Event description:
The customer contacted baxter?s technical service center regarding a system error (se) 2240 (air in tubing) which occurred on the homechoice (hc), during fill 6 of 7. The home patient (hp) stated that one of his supply bags fell off and disconnected. The hp stated that he reconnected it and then the hc started alarming. The technical services representative (tsr) advised the hp to call their registered nurse in the next 24 hours and let her know what happened. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the baxter homechoice operator's manual, users are warned to make sure solution bags are not knocked off the machine or table during peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.